Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. As received, the trunk cable was cut, severing the orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the severed wire was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a damaged cable.